Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a pulmonary vein isolation. During preparation, after opening the versacross package, the tip of the dilator was chipped. Hence, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. The device has been received for analysis.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and showed visible damage on its distal tip. The dilator flushed properly before and after decontamination. The reported allegation of chip at dilator tip was confirmed based on the returned product.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a pulmonary vein isolation. During preparation, after opening the versacross package, the tip of the dilator was chipped. Hence, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. However, based on the media provided, the reported allegation of dilator damaged was confirmed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a pulmonary vein isolation. During preparation, after opening the versacross package, the tip of the dilator was chipped. Hence, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.